Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Disposable device IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and perforated the patient "during the positioning process, resulting in an extended emergency laparoscopy due to acute bleeding caused by this incident. The laparoscopy clearly identified the "holes" caused by the instrument". The physician reported that "the perforation did not occur during the actual ablation, but during the preparation for ablation".